Manufacturer narrative:
(B)(4). The investigation is still in progress, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that during a hip revision procedure, a fracture of the posterior column was noted. This was found after impaction of the acetabular shell. The shell was removed and an open reduction, internal fixation was performed. A reconstruction plate and screws were used to fix the fracture.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review of the x-rays identified loosening and marked protrusio of left total hip arthroplasty acetabular cup. The acetabular cup exhibits excessive lateral angle of inclination (approximately 60°) and excessive anteversion. X-ray review from the revision surgery suggested mildly steep acetabular cup lateral angle of inclination as well as mildly steep anteversion. Review of the revision op notes suggested that the femoral component was well fixed. A screw was used to disengage the liner from cup; however the cup was unstable. The notes identified that there was a membrane with no bone presented and superomedially there was also no bone present. Surgeon noticed a fracture upon impacting the acetabular component; hence, the component was removed. The notes also suggested that the fracture was reduced and the components displayed good stability and good range of motion. A definitive root cause cannot be deterimed with the informaation provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.